Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the line would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd¿ syringe with needle there was a blockage in the line. There was no report of patient impact. The following information was provided by the initial reporter: patient PICC line occluded, tpn would not run, line would not flush at any port.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ syringe with needle there was a blockage in the line. There was no report of patient impact. The following information was provided by the initial reporter: patient PICC line occluded, tpn would not run, line would not flush at any port.